Event description:
A regional sales manager reported on 25sep2024 that a rep reported that a surgeon implanted a trimed plate (date unknown) and after the patient fell, their radius broke proximal to the plate. This led to a revision surgery (date unknown) and larger plate, vlbpl-7-7 was implanted. It was stated that after the revision surgery, the patient fell again and bent plate. On (B)(6) 2024 the plate was removed and discoloration of bone and tissue was evident. The surgeon stated that it had similar appearance to metalosis. The surgeon ultimately chose to implant another plate from a competitor. Pictures were provided, x-rays were requested but not provided and the device was discarded by the facility. As of 24oct2024 trimed continues to request information from the rep to clarify timelines and information provided by the regional sales manager and the sales rep.